Event description:
A customer reported that the light bulb went out during setup for surgery. The lower level lighting was used to proceed with the scheduled surgical procedures. There was no patient impact.

Manufacturer narrative:
The system was examined and the reported event was replicated. Table top illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 13, 2009. Based on qa assessment, the product met specifications at the time of release. Table top (tt) illuminator was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned tt was installed into a calibrated system. There were no system messages during or after the boot-up sequence. Functional testing was then performed and the returned tt illuminator was found to meet alcon specifications. The reported event could not be replicated. Based on information obtained and sample testing the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).